Event description:
It was reported that due to many problems the pt has been a non-user of the device in 2007. This is believed to be because her hearing sensation was not as good as expected. It now appears that the device has failed. This was confirmed by further testing carried out at about 8 months later.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.